Manufacturer narrative:
Customer returned pump for an alleged possible under delivery anomaly and was hospitalized for high bgs/dka found on (B)(6) 2024. As per customer's note: customer returned pump for an alleged possible under delivery anomaly and was hospitalized for high bgs/dka found on (B)(6) 2024. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 to (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the customer's event date of 05-may-2024. There was no data available to verify unexpected pump errors/alarms 1 week prior to the customer's event date of 05-may-2024 in the formatted history file. In further full review of the pump history/traces on the ss event date of 05-feb-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 05-feb-2024 listed on smart solve. Daily total collection start time: 02/05/2024 15:35:40.000. Daily total of all insulin delivered: 161250 (16.125 u). Daily total of basal insulin delivered: 33750 (3.375 u). Daily total of bolus insulin delivered: 127500 (12.75 u). 02/05/2024 15:51:51.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 21000 (2.1 u). Bolus amount delivered: 21000 (2.1 u). 02/05/2024 19:46:53.000 normal bolus delivered (220). Bolus programming method: cl1 glucose correction plus food bolus (8). Normal bolus amount programmed: 101500 (10.15 u). Bolus amount delivered: 101500 (10.15 u). 02/05/2024 22:16:31.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 5000 (0.5 u). Bolus amount delivered: 5000 (0.5 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the ss event date 05-feb-2024 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 02/03/2024 21:50:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: 02/03/2024 22:09:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 02/04/2024 05:52:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 02/04/2024 06:02:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 02/04/2024 06:51:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. 02/04/2024 07:01:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Pump error 4 alarm was recorded and found in the formatted history file on: 02/05/2024 15:32:07.000. Pump error 53 alarm (file number: 617 line number: 101) was recorded and found in the formatted history file on: 02/05/2024 15:32:07.000. Pump error 4 alarm and pump error 53 alarm (file number: 617 line number: 101) were confirmed according in the formatted history file due to software error. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, insert battery alarm was recorded and found in the formatted history file on: 02/05/2024 15:33:42.000, 02/05/2024 15:34:07.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 02/05/2024 15:32:10.000, 02/05/2024 15:33:32.000, 02/05/2024 15:33:55.000, 02/05/2024 15:34:03.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 20-feb-2024 at 12:43:56 am. There was no power data available for the ss event date of 05-feb-2024. Unable to check power data for failed battery alert/battery failed alarm. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the hw (pcba 1/pcba 2). Force sensor zero offset within specification (22.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery anomaly was not confirmed. The pump passed all the required functional testing except sleep current measurement. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the hw (pcba 1/pcba 2). Also, pump error 4 alarm and pump error 53 alarm (file number: 617 line number: 101) were confirmed according in the formatted history file due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 300 mg/dl at the time of the event. The current blood glucose value was 120 mg/dl. The customer experienced diabetic ketoacidosis and was admitted to the hospital and treated with an insulin infusion. The customer alleged the pump was under-delivering. Troubleshooting was performed and the customer used the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer discontinued using the pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.